Event description:
The user alleges that while using the lg, there was an intermittent inaccuracy issue during the navigation process. The lg was shown in the meidastinum and a few seconds later was shown in the trachea. A new lg was then used and the case was completed with a positive result and there was no harm or injury to the pt.